Manufacturer narrative:
(B)(4). Batch # r59w23. The analysis results found that one pcee60a device was returned with the anvil damaged the firing mechanism jammed. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60t reload loaded on the device. The reload was received partially fired 1/2 and with damage on cartridge deck, with the cartridge body, drivers and one piece sled damaged. After further analysis it was noted that the knife had buckled and the anvil knife slot was noted to be damaged. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that the stapler was placed across the lobar bronchus and parenchyma tissue and fired. The motor was struggling and stopped, and then struggled and stopped again, followed by some loud pops, cracks, and grinding sounds, and stopped for good. The reverse switch was activated with no response. The manual release was deployed and activated without effect. The channel guide wasn¿t visible in the window, so the decision was made to cut the stapler free from the tissue. Patient consequences were reported. Cutting the stapler out and suturing the tissue added 15-20 minutes to the case. Action taken for procedure: oversewn and then stapled proximally with gst45t.